Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right atrial (ra) lead became dislodged and during revision of the ra lead the right ventricular (rv) lead dislodged. The rv lead exhibited a bipolar and unipolar lead impedance warning and polarity switch. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.